Manufacturer narrative:
(B)(4). The cause of the loose tip protectors was determined to be a human operator failing to follow the correct procedure during the assembly of the device. In order to address this condition, operators involved in the assembly process were made aware of this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tip protectors of a micro-volume extension set were loose inside of the packaging. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the tip protectors were missing. This confirmed the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.